Event description:
Reportedly, during a pacemaker check, the programmer displayed an error message that was followed by a reboot. An analysis is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.